Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that did not deploy from a preloaded delivery system. There was patient contact. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been advanced under the lens. The lens is still in the loading area on top of the plunger. The trailing haptic is misfolded under the optic. The trailing optic edge has a small piece that is broken (returned between optic and the plunger). Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. A plunger underride was observed. The root cause may be related to a failure to follow the directions for use (dfu). Inadequate viscoelastic was observed in the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. Plunger underride may occur: due to rapid advancement faster than the dfu recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified viscoeastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the device is overfilled with viscoelastic, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).